Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Summary of investigational findings: as per IFU certain anatomic elements may result in difficulty when attempting to withdraw the sheath, including severe angulation. Based on imaging review the zenith alpha delivery system had to pass through an iliac limb, a universal bifurcated graft, a t-branch, a tapered tx2 component, and the two separated components. The route featured mild left iliac tortuosity, a 70 degree but large radius mid abdominal aortic bend, a severe 100 degree very short radius thoracoabdominal junction angulation, a 60 degree moderate radius distal thoracic bend, a focal shift in the aortic path at the component separation, and finally an elongated type 3 arch.the throracoabdominal angulation was borderline relative to the IFU. However, the limited images prevent precise aortic radius determination. Delivery system twisting, the numerous curves, and friction may have caused the sheath to stretch. Once stretched, it likely bound the endograft, otherwise it would have released without difficulty once removed from the patient. It is likely that a combination of the above mentioned factors resulted in the event reported. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the device was positioned in the aortic arch. As soon as the release of the material began, the endoprosthesis introducer was stretched and there was no release of endoprosthesis. The device was removed from the patient to check for a problem in the delivery system. And when it was released out of the patient the system kept stretching until it broke the introducer. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4) . PMA 510(k): similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the device was positioned in the aortic arch. As soon as the release of the material began, the endoprosthesis introducer was stretched and there was no release of endoprosthesis. The device was removed from the patient to check for a problem in the delivery system. And when it was released out of the patient the system kept stretching until it broke the introducer. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.